Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 241 mg/dl. The customer's other blood glucose was less than 20 mg/dl, 142 mg/dl. Customer was admitted into emergency room. The customer was treated by food and glucose tablets. Troubleshooting was done for low blood glucose and over delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer was not hospitalized but went to emergency room.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches.